Event description:
A retrospective review of steris corp's customer complaint files identified that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all the facts and circumstances surrounding the event, steris has determined that it is a reportable event. In march of 1998, steris was contacted regarding growth of pseudomonas cultured from an endoscope. The culture was taken several days after the endoscope had been processed in system 1 and then stored in a closet. Steris's investigation revealed that system 1 was functioning properly, but users had adapted the endoscope in a manner contrary to the steris quick connect kit instructions. Appropriate in-service retraining was provided, and the facility has not reported further instances of contamination.